Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 300 to 500 mg/dl. Customer also reported no delivery alarm on the insulin pump. Customer reported that, the alarm did not occur during manual prime. Customer reported that, the event was resolved by changing complete set of infusion and reservoir. Customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.